Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated immediate post-op urinary retention that required short-term foley catheter, 1 cm altis exposure in the midline of distal anterior vagina with a < 0.5cm open area, granulation tissue on left vaginal cuff that was cut/cauterized/biopsied in-office, dyspareunia, postcoital bleeding, vaginal bleeding, suprapubic/pelvic/vaginal pain, feeling of something falling out of the vagina, uti with hematuria and vaginal atrophy.